Manufacturer narrative:
Sscor reached out to reporter to obtain additional information, reporter stated that on 4/4 general hospital in grand junction colorado had a call for a patient that was on oncology therapy that went into cardiac arrest. Reporter stated that the device was on the crash cart, but once disconnected from the wall it will no power on. An alternate device was used. Customer was advised that devices are to be maintained on charge when not in use per product manual. Reporter stated that device was not placed on charge for the last 4 or 5 months and it was just place into service (B)(6) 2024. A replacement battery was sent to customer, but customer issue was not resolved. After trouble shooting device with tech support it was determined that the failure was due to a non conforming pc board. Customer was sent a replacement pc board. The customer confirmed that replacing their 80540 board solved the issue with the device failing to power on.

Event description:
2314 failed to operate on battery power.